Event description:
The customer reported that the autopulse platform would not power on during shift check using the autopulse li-ion battery (sn (B)(4)). The customer tested the autopulse platform with another li-ion battery, and the platform powered on and functioned as intended. The customer was unable to provide further information on the battery charging status. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.